Event description:
On (B)(6) 2025, it was intended to treat a lesion (no vessel location and no lesion details were provided). The affected orsiro mission drug-eluting system (expiry date 09. May 2025) was introduced into the patient's body and the stent was successfully implanted without incidence. However, 17 days after the expiry date. The local staff mentioned that the expiry date is not printed on the traceability label (i.e., the peel-off label).

Manufacturer narrative:
Combination product: yes. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The orsiro mission was used after the 'use by' date which is indicated on the product label and warned against in the IFU. It should be noted that the 'use by' date is clearly printed on both, the outer label on the cardboard box as well as on the inner label on the sterile pouch. The peel-off label, intended solely for traceability, only needs to carry the product identification information, including product name, size, lot, ref and gtin. The 'use by' date is not mandatory according to EU regulations.